Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced inability to disengage cot from fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
One device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. One device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 16 to 15. One device that was pending was evaluated and it was determined the device experienced no defect and it was an issue with the associated fastener, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 15 to 14.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced inability to disengage cot from fastener. There was no patient involvement.